Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('hypogastric pain between periods') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2003, neuropathy peripheral, gynaecological chlamydia infection and augmentation mammoplasty. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), night sweats ("night sweatiness"), asthenia ("asthenia"), perioral dermatitis ("peri-oral dermatitis"), limb discomfort ("heavy legs sensation"), abdominal distension ("bloating"), pelvic discomfort ("pelvic heaviness sensation") and dysmenorrhoea ("secondary dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy via laparoscopy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower had not resolved, the breast pain, asthenia, abdominal distension, pelvic discomfort and dysmenorrhoea outcome was unknown and the night sweats, perioral dermatitis and limb discomfort was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, breast pain, dysmenorrhoea, limb discomfort, night sweats, pelvic discomfort and perioral dermatitis to be related to essure. The reporter commented: essure reference and batch number are unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("hypogastric pain between periods") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy peripheral, gynaecological chlamydia infection, ovarian cystectomy in 2003 and augmentation mammoplasty. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), night sweats ("night sweatiness"), asthenia ("asthenia"), perioral dermatitis ("peri-oral dermatitis"), limb discomfort ("heavy legs sensation"), abdominal distension ("bloating"), pelvic discomfort ("pelvic heaviness sensation") and dysmenorrhoea ("secondary dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy via laparoscopy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower had not resolved, the breast pain, asthenia, abdominal distension, pelvic discomfort and dysmenorrhoea outcome was unknown and the night sweats, perioral dermatitis and limb discomfort was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, breast pain, dysmenorrhoea, limb discomfort, night sweats, pelvic discomfort and perioral dermatitis to be related to essure. The reporter commented: essure reference and batch number are unknown. Most recent follow-up information incorporated above includes: on 2-apr-2019: medical history updated, batch number unknown. Events started after insertion on 2015. Treatment for the events: total hysterectomy with bilateral salpingectomy on (B)(6) 2018. Some symptoms decreased: heavy legs, night sweatiness, peri-oral dermatitis, on (B)(6) 2018 but not enough time for hypogastric pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('hypogastric pain between periods') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2003, neuropathy peripheral, gynaecological chlamydia infection and augmentation mammoplasty. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic heaviness sensation"), dysmenorrhoea ("secondary dysmenorrhea"), abdominal distension ("bloating"), limb discomfort ("heavy legs sensation"), breast pain ("breast pain"), asthenia ("asthenia"), night sweats ("night sweatiness") and perioral dermatitis ("peri-oral dermatitis"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy via laparoscopy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower had not resolved, the pelvic discomfort, dysmenorrhoea, abdominal distension, breast pain and asthenia outcome was unknown and the limb discomfort, night sweats and perioral dermatitis was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, breast pain, dysmenorrhoea, limb discomfort, night sweats, pelvic discomfort and perioral dermatitis to be related to essure. The reporter commented: sample returned, essure reference and batch number are unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, as well as a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("hypogastric pain between periods") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), night sweats ("night sweatiness"), asthenia ("asthenia"), perioral dermatitis ("peri-oral dermatitis"), limb discomfort ("heavy legs sensation"), abdominal distension ("bloating"), pelvic discomfort ("pelvic heaviness sensation") and dysmenorrhoea ("secondary dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy via laparoscopy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, breast pain, night sweats, asthenia, perioral dermatitis, limb discomfort, abdominal distension, pelvic discomfort and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, asthenia, breast pain, dysmenorrhoea, limb discomfort, night sweats, pelvic discomfort and perioral dermatitis to be related to essure. The reporter commented: essure reference and batch number are unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.